Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the microscope revealed wear and tear on the tip. Also, the microscope revealed melted sheath residue on the tip and shrink tubing. The probable root causes for the reported failure involving this device could be due to 1) the electrocautery probe is not in contact with tissue, 2) the electrocautery probe is activated while irrigating or aspirating fluid, 3) the electrocautery probe is activated while there is irrigation fluid in the cannula, 4) the sheath is extended or electrosurgical probe is improperly assembled to the suction/irrigator, or 5) generator power set too high.

Event description:
It was reported the stryker probes burned through the sheaths.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the stryker probes burned through the sheaths.